Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a promus element plus mr stent delivery system (sds) with stopcock attached to hub. There was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon. The last two distal rows of stent struts were stretched and flared. There was tip damage. Magnified inspection presented no evidence of any product quality deficiencies contributing to the stent and tip damage and the reported crossing difficulties. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2011-06138. It was further reported that the patient presented with typical unstable angina with progressively less physical activity. There were 2 previous stent sites that had ''some degree'' of restenosis. The 70% stenosed target lesion was located in the severely calcified and severely tortuous mid to distal right coronary artery. Following attempts to cross with the 3.0 x 16mm promus element plus a 1.5 mm rotablator rotalink plus atherectomy catheter was used in the same the severely calcified and severely tortuous right coronary and a dissection occurred. There was a transient occlusion of the vessel with st segment elevation treated with 3 overlapping stents: 3x16 promus element, 3x24 promus element, 3x28 promus element. "No signifcant residual stenosis after stenting was performed." The patient was observed overnight with no evidence of myocardial infarction. The patient was discharged without chest discomfort or shortness of breath.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion was located in the "tortuous and very calcified" right coronary artery. The 3.0 x 16mm promus element plus mr was advanced a few times but was unable to cross the lesion. The device was removed from the patient and it was "noticed that one on the stent struts had become dislodged from the balloon catheter." No patient complications were reported and the patient's status is fine. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID: 2134265-2011-06138. It was further reported that the patient presented with typical unstable angina with progressively less physical activity. There were 2 previous stent sites that had some degree of restenosis. The 70% stenosed target lesion was located in the severely calcified and severely tortuous mid to distal right coronary artery. Following attempts to cross with the 3.0 x 16mm promus element plus a 1.5 mm rotablator rotalink plus atherectomy catheter was used in the same the severely calcified and severely tortuous right coronary and a dissection occurred. There was a transient occlusion of the vessel with st segment elevation treated with 3 overlapping stents: 3x16 promus element, 3x24 promus element, 3x28 promus element. "No signifcant residual stenosis after stenting was performed." The patient was observed overnight with no evidence of myocardial infarction. The patient was discharged without chest discomfort or shortness of breath.

Manufacturer narrative:
Device is combination product. (B)(4).